Manufacturer narrative:
The associated complaint devices were not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation indicated that this complaint reports a revision of a knee prosthesis journey bcs I, due to consecutive partial aseptic loosening of the tibial plateau. Radiographic images required for the medical assessment were not provided. Operative reports from the primary and revision surgery were reviewed. The revision op note documents the presence of a loose tibial implant. Additionally, the explanted device was not returned for evaluation. No thorough medical assessment can be performed based on the limited information provided with this case. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to partial aseptic loosening of the tibial plateau.

Manufacturer narrative:
(B)(4).